Manufacturer narrative:
The lead was not returned so no analysis could be performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) pacing lead was admitted to the emergency department complaining of chest pain. The patient denied syncope. A chest x-ray showed the lead had lost the curve or slack. Device interrogation revealed increased pacing threshold measurements of 2.4v@0.8ms, with pacing impedance measurements of 814 ohms and r-wave measurements of 9mv. A lead revision was performed and this lead was explanted and replaced. An echocardiogram confirmed no perforation had occurred; the cause of the patient's chest pain was likely due to the patient's chronic obstructive pulmonary disease (copd). The replacement procedure was completed successfully. The explanted lead was discarded and will not be returned.